Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. Visible deposits in the inlet spout and on the outlet spout. The prosa valve housing was subsequently measured and confirmed the non- presence of a deformation. The outer housing measured at -0.0165 mm, inside the tolerance of 0 ± 0.02 mm. Permeability test: a permeability test has indicated that the valve has a blockage. Adjustment test: the prosa valve was tested and is adjustable to all specified pressures. During the test, bloody liquid is drained. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. Because the valve is not permeable, a computer controlled test is not possible. Results: first, we performed a visual inspection of the some deposits on the outlet and in the inlet spout are visible valve. No significant deformations or damage of the valve were detected during the visual inspection. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The valve was not permeable, but met all other specifications. Due to the non-permeability of the valve, a computer controlled test was not possible to further investigate the clinical claim of under-drainage. Finally, we have dismantled the valve. Inside the valve we have found a significantly build-up of bloody substances (likely protein, blood). Based on our investigation, we confirm that the valve shows an increased flow of liquid, likely due to the deposits observed inside the valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that there was a problem with a prosa valve. The surgeon suspected that the valve was operated in underdrainage. Patient information: (B)(6). Gender: male. Date of implantation: (B)(6) 2013 (not in accordance with the production date). Date of removal: (B)(6) 2020.